Manufacturer narrative:
The investigation determined the issue was resolved by the service and customer actions (re-calibration). Medwatch field d. Device identification primary UDI number updated.

Event description:
The initial reporter stated they received discrepant na electrode and k electrode results for one patient sample tested on a cobas 6000 c (501) module. The customer stated they were receiving ise noise errors on patient samples. The customer checked the electrodes and cleaned them. Ise checks were performed. The customer repeated calibration with fresh calibrator material and it failed with an error. The customer provided data for one patient sample with discrepant na and k results. The sample initially resulted in a na value of 134 mmol/l and it repeated as 140 mmol/l. The sample initially resulted in a k value of 4.75 mmol/l and it repeated as 5.42 mmol/l. The repeat values were deemed correct.

Manufacturer narrative:
The na electrode lot number was abs80 and the k electrode lot number was i3603. The electrode expiration dates were requested, but not provided. The field service engineer determined the issue was related to a poor calibration performed earlier in the day. The customer was able to get the calibration to pass and did not have any further ise noise errors. Precision studies were performed and these passed. The last calibrations performed at (B)(6) on (B)(6) 2024 were acceptable. The customer recalibrated at (B)(6) had errors with major shifts in the slope value for na and cl. Calibrations later performed at (B)(6) were successful with slopes matching previous history. Quality controls were acceptable between (B)(6) on the morning of (B)(6) 2024. When controls were repeated around (B)(6) , multiple levels were outside of the 2 standard deviation range. Repeat qc measurements performed at (B)(6) were back within range. The hemolysis index result of 36 for the sample indicated that the sample was hemolyzed. Potassium results can be influenced by hemolysis in samples with a hemolysis index above 20. The provided alarm trace data did not cover the day of the event. Multiple ise noise and ise calibration errors were observed. Abnormal probe aspiration errors were also observed; these errors indicate possible poor sample quality. The investigation is ongoing.